Event description:
It was reported patient experienced a tibia bone fracture and is experiencing pain. No revision has been scheduled at this time. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 42-5020-062-02 67338349 persona femur. 42-5221-004-10 67366162 persona® vivacit-e. G2 foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still implanted. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b5, g3; h2; h4; h6 . - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. - device is used for treatment. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single axial image from a CT of the lower extremity (tibia) in bone window. Circular metallic ring within the medullary canal of the bone. This may represent the stem of a tibial component although that evaluation is markedly limited on the submitted image. If it is the tibial stem, it is eccentrically positioned within the posterior medial aspect of the tibial canal. Focal defect of the posteromedial cortex adjacent to the metallic ring is noted, which may represent the reported fracture a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.